Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that beginning on (B)(6) 2013, she experienced an irritation under the adhesive patch. The patient reported that medical intervention was not required. At the time of the call to dexcom technical support, the patient reported being in okay condition.